Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.

Event description:
On february 14, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.